Manufacturer narrative:
Results: bd did not receive any samples or photos from the customer for analysis. A device history record was unable to be performed as the lot number is unknown. Conclusion: unable to determine a root cause. No samples or photos were returned for analysis.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd¿ pen needle. There was no report of injury or medical intervention.